Event description:
During review of the event history by baxter it was determined that failure code 810:04 occurred due to an out of calibration air in line printed circuit board.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated. During baxter device evaluation, it was determined that the failure code 810:04 was caused by an out of calibration air in line printed circuit board.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of failure code 810:04 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated to resolve the reported condition. (B)(4).

Manufacturer narrative:
The condition of failure code 810:04 was discovered during review of the event history by baxter. This condition was not reported by the customer. (B)(4).

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and associated transvenous defibrillation lead exhibited right ventricular pacing impedance measurements of >2000 ohms. Pacing thresholds had increased. Noise was observed on the rv and shock channels. A chest x-ray showed no lead movement. Technical services discussed trying to recreate the noise with pocket manipulation. Technical services discussed a potential connection issue or lead issue. The field representative later reported that the patient was scheduled for a lead revision.

Manufacturer narrative:
Additional information: during review of the event history it was determined that the reported condition occurred on (B)(6), 2010. (B)(4).